Manufacturer narrative:
Patient age not available from the site. UDI and manufacture date not available for this system at time of filing. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The event occurred intraoperatively during the select patient/acquire scans task. It was reported that there was an alleged fluoroscopic inaccuracy after anterior posterior (ap) and lateral image was acquired. The ap image appeared to be accurate, but the lateral image was not accurate by 5mm. The surgeon requested a second empty ap and lateral image be acquired. Those images were also inaccurate. The surgeon aborted navigation and completed the surgery. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.